Event description:
It was reported to boston scientific corp in 2008 that an autotome rx sphincterotome was used during and endoscopic retrograde cholangiopancreatography (ercp) procedure in an adult pt a day prior. According to the complainant, during preparation, it was observed that the autotome rx sphincterotome had no cutting wire. The procedure was successfully completed with a second autotome rx sphincterotome. No complications were reported as a result of this event, and the pt's condition was "fine" following the procedure.

Manufacturer narrative:
The event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device, which was completed on may 6, 2008, revealed an MDR-reportable malfunction. This MFR report is submitted based on the eval results. Visual examination of the returned device revealed that the device was not an autotome rx sphincterotome; it was a boston scientific needleknife rx device. This device does not have an exposed cutting wire, which explains why the customer reported that the cutting wire was missing. The cause of the event is unk; it is possible that a needleknife rx device was packaged and shipped in an autotome rx package. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The april 2008 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.